Event description:
It was reported that the patient was not receiving relief of pain despite the physician increasing the drug dose. The physician felt that the pump was not working. He tried to do a dye study but was unable to aspirate the catheter; the catheter was not patent, the issue was noted to be a ¿kink¿. He felt this was enough evidence so decided to replace the whole system. He didn't want to go in and replace just the catheter and then have to go back in and replace the pump. So the entire system was replaced. The patient status was reported as ¿alive - no injury/no adverse event¿. The pump was delivering infumorph. It was later reported that the catheter was occluded. Dye study was performed and was ¿negative¿. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter: product ID 8583, lot# n342374, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information: analysis of the pump revealed no anomaly found. Analysis of the catheter revealed that the catheter was not patent. During the catheter analysis, a cored indent was seen down in the cup of the sutureless connector and appeared to be completely offset to lumen. Two holes were seen on the catheter body at the pin connector which were felt to be caused by the catheter connector pin. Leaking past the barb on the connector pin was also seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.